Event description:
It was reported that during procedure, the guidewire was fractured, and the fractured part remains in the patient¿s body. No other clinical consequences to the patient reported.

Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The synchro guidewire proximal section was returned. The distal separated section of the guidewire was not returned. The returned proximal section of the guidewire was examined under the magnification and it was observed that the guidewire was separated at approximately 188.5 cm from its proximal end. The core wire, platinum coil and nitinol were separated. The platinum coil was slightly separated, stretched and was protruding through the separated nitinol distal end. No sign of bending on the guidewire was noted on or close to the guidewire separated section. The wet guidewire hydrophilic coating revealed slight uneven swelling on its middle section. Functional testing could not be performed due to the condition of the returned device. The reported complaint was confirmed. The information provided in the complaint indicated that the guidewire was inspected and confirmed to be in a good condition during/after unpacking and preparation, the guidewire was prepared as per the direction for use (dfu), no resistance was encountered advancing the guidewire in the catheter, continuous flush was maintained throughout the procedure and the patient¿s anatomy was not tortuous. The product inspection revealed that the guidewire appeared to be separated due to excessive torsional. Therefore, a cause codes of 'procedural factors' has been assigned to the as reported and as analyzed codes 'nv - guidewire distal end broken/fractured', 'nv - guidewire deformed' and 'nv - unretrieved device fragments'. It is unknown what caused the analyzed 'nv - guidewire coating issue'; therefore, an assignable cause code of 'undeterminable' has been assigned to this incident.

Event description:
It was reported that during procedure, the guidewire was fractured, and the fractured part remains in the patient¿s body. No other clinical consequences to the patient reported.